Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
Customer reports: they are having difficulty putting on the lid and getting it to seal. When the bucket is in holder or cage, the lid does not properly ¿slide¿ or track as it should. The lid is also popping off once sealed.

Manufacturer narrative:
Previous report indicated a CAPA was currently in progress. This is incorrect. Below is the corrected information: based on the event description, the reported customer complaint is confirmed. A root cause could not be determined. The most likely probable cause of the reported issue is excess gasket material under the lifter occurring during production. Corrective action is currently in place to resolve this issue. Specifically, start and stop position changed, moving the gasket ¿bulge¿ away from nearby lifters. This complaint will be utilized for tracking and trending purposes.

Manufacturer narrative:
No lot number was provided. A review of the device history record (DHR) was unable to be performed. However, all dhrs are reviewed for accuracy prior to product release. In-process procedures are in place to prevent nonconforming product in the manufacturing process. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. No product/sample was provided for evaluation. No additional information, pictures or videos were received. Therefore, a comprehensive investigation was unable to be conducted. The complaint file contains insufficient information to determine a specific root cause. The possible root cause of this issue was determined to be excess gasket material under the lifter. This is the result of the robot eoat programmed start/stop position being located under the lifter at the time of production. Based on the event description, the reported customer complaint is confirmed. A root cause could not be determined. The most likely probable cause of the reported issue is excess gasket material under the lifter occurring during production. A formal CAPA investigation is currently in progress. This complaint will be utilized for tracking and trending purposes.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. One (1) lid and container was received for evaluation. A lid fit test was performed with passing results. The lid was difficult to place due to gasket bulge under the gripper. The most probable root cause of this failure was excess gasket material under the lifter. This is the result of the robot eoat programmed start/stop position being located under the lifter at the time of production. A corrective and preventative action was previously opened for this issue, specifically the start and stop position changed and moving the gasket ¿bulge¿ away from nearby lifters. Based on the information available, investigation findings and trend analysis no further corrections are needed at this time. Acceptance criteria per established levels were found to be within acceptable limits. If additional information is received warranting further analysis, the investigation may be resumed. This complaint will be used for tracking and trending purposes.